Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement resulting in leaflet damage. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4+. The first clip was deployed, reducing the mr to 2-3. The pressure gradient was 5mmhg. A second clip delivery system (cds 80720u121) was advanced to the mitral valve and the clip was positioned very close to the first clip. After grasping, the pressure gradient increased to 9mmhg; therefore, the clip was not implanted. The leaflets were un-grasped and the pressure gradient returned to 5mmhg. During retraction of the second cds, the clip became caught in the chordae. Troubleshooting was performed and the clip was able to be freed; however, the mr returned to 4+ and it was suspected leaflet damage had occurred very close to the first clip. The first clip was noted to be stable. No further clips were attempted. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no incidents reported for difficult to remove (anatomy) from this lot. All available information was investigated and the reported difficult to remove appears to be due to the clip becoming caught in the chordae. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.